Event description:
Account reported to dade behring that they had observed a possible misidentification of a s. Aureus isolate being identified as s. Hyicus. Account noted that they had confirmed reduced inocula levels. Account also indicated that they had received clindamycin and erythromycin susceptible results on a microscan dried overnight gram positive panel, which did not agree with d-test results for clinical s. Aureus isolate. Issue was only associated with the identified prompt lot. There were no reports of injury or illness associated with this issue.

Manufacturer narrative:
Eval codes: method; other - performance testing of customer returns and retention samples. Eval codes: results other - in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Eval codes: conclusions; other - dade behring has initiated a field correction for this issue and notified customers of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.